Manufacturer narrative:
Trackwise#: (B)(4). The lot#: 25156198 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. An incomplete device was returned to the factory for evaluation on 04/21/2021. An investigation was conducted on 04/26/2021. A visual inspection was conducted. An empty box was returned with no device. The only item found was a plastic cup containing a strand of a white material with a little speck of black observed. Although there was a strand returned, it is impossible to determine where the strand of material came from as there was no device to evaluate. Based upon the non-return of the device, we are able to confirm that there was "particulates" however we are unable to confirm where the particulates came from.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, there were 3 plastic curls found inside the tunnel while performing a case. They were able to complete the case with the device that was being used. All pieces of plastic were extracted. No indication of equipment is broken or working improperly, just that the excess plastic inside the tunnel. No harm or injuries.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, there were 3 plastic curls found inside the tunnel while performing a case. They were able to complete the case with the device that was being used. All pieces of plastic were extracted. No indication of equipment is broken or working improperly, just that the excess plastic inside the tunnel. No harm or injuries.